Event description:
It was reported that during a total gastrectomy procedure, the tissue pad was torn off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 09/12/2008.